Manufacturer narrative:
Unique device identifier (UDI): for type of device: introducer, catheter.

Event description:
When advancing the sheath over the glide wire, significant resistance was met. The sheath was removed and it was noted that the distal tip of the sheath had torn off and was retained in the brachial artery. An attempt was made at snaring the retained fragment but was unsuccessful so the patient was taken to the or for removal.

Event description:
When advancing the sheath over the glide wire, significant resistance was met. The sheath was removed and it was noted that the distal tip of the sheath had torn off and was retained in the brachial artery. An attempt was made at snaring the retained fragment but was unsuccessful so the patient was taken to the or for removal.